Manufacturer narrative:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns) from a couple of transmitters. The customer also reported that they believe that the transmitters are monitoring qt rate and qrs rate simultaneously and that they are possibly doubling the reading and subsequently giving the displayed tachy alarms. There was no harm or injury reported. The customer will be sending the cns logs for further evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns) from a couple of transmitters.

Event description:
The customer reported that an incorrect alarm was triggered on their central nurse's station (cns) from a couple of transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that an incorrect alarm was triggered on their central nurse's station (cns) from a couple of transmitters. The customer also reported that they believe that the transmitters are monitoring qt rate and qrs rate simultaneously and that they are possibly doubling the reading and subsequently giving the displayed vtachy alarms. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. Nk cas attempted to obtain copies of the readings, but the customer was not able to provide them. Logs and devices were not returned for evaluation. No other similar events have been reported. Nk tech support attempted to follow up with the customer, but the customer was unresponsive. The root cause cannot be determined. As this issue has an overall risk score of medium, and since the root cause was unable to be determined, a CAPA is not required per corrective action and preventive action process, sop07-003. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.